Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an unspecified procedure, the full radius platinum bonecutter 5.5mm had instance of metal debris. It is unknown if there was a back-up device available or if there was a delay. No further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was not received for evaluation. However, unused devices were received. A visual evaluation showed twenty-four devices were returned in unopened/sealed original packaging with the batch number of the complaint on the labels. The color and magnet scheme of the devices matches the print. Red lubricant, which has discolored in spots, is present at the tip of the inner blade and can be seen through all twenty-four trays. Three devices were opened and evaluated. There are no signs of metal debris or any other defect on the inner or outer blades. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review was performed and found that based on the information provided, a procedure variance vs user error could not be ruled out. As the IFU for the dyonics disposable arthroscopic blades 10601902 rev. A does warn:(1) it is the health care professional¿s responsibility to be familiar with the appropriate surgical techniques prior to using this device. (2) periodic irrigation of the blade or burr is recommended to provide adequate cooling of the blade and to prevent accumulation of excised materials in the surgical site. (3) excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly. (4) prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device.¿ without a sample of the non-implantable metal shaving for evaluations, the exact material composition could not be confirmed. However, if the metal shaving were left insitu we cannot rule out the potential for inflammation, joint damage, cell toxicity, diagnostic confusion due to unexplained pain or swelling caused by the retained metal particles might be misdiagnosed, leading to unnecessary treatments. A definitive root cause for the reported issue could not be determined. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated